Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported the findings were an acute pulmonary edema.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post-operatively a cardiac ablation procedure, the patient presented to the emergency department with shortness of breath and chest tightness. The patient underwent an electrocardiogram, which showed normal sinus rhythm, and a chest x-ray, which indicated findings consistent with atypical pneumonia versus interstitial edema. Blood tests revealed an elevated troponin level. The patient was hospitalized and received intravenous furosemide, responded well to treatment, and was discharged the same day with instructions to continue lasix and potassium daily. No further patient complications have been reported as a result of this event.